Event description:
It was reported that this system exhibited out of range pacing impedance measurements on the atrial channel. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.